Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The subject guide wire was returned for investigation. The returned guide wire had its coil wire elongated starting from the proximal solder and fractured at approximately 10.5 cm from the proximal solder. The core wire was found fractured at approximately 14.5 cm from the proximal solder; approximately 5 mm of the core wire was missing. Each fracture end was microscopically observed. The coil wire was becoming straightened and its diameter was getting smaller towards the fracture end, implying that the coil wire was fractured due to excess pulling stress. The core fracture surface was flat. Spiral marks were observed on the core shaft. These findings suggested that the core wire was fractured due to excess torsion. Investigation of the production record could not be performed as lot information was unavailable. Based on the provided information and investigation outcome, it was presumed that torsion exceeding the product's design limit might be continuously applied to the guide wire while its distal tip was being trapped by the lesion or narrowed vessel. The coil wire was assumed to be elongated along wire removal and eventually became separated due to tensile stress. Although lot history review could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of product deficiency. Instructions for use states: [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may be damaged including separation or the like, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] damage such as separation.

Event description:
Reportedly, during an angioplasty to treat a lesion in the right coronary artery (rca), distal part of the subject guide wire became unwound. The wire fragment was left in the aorta.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Based on the provided information and investigation outcome, it was presumed that torsion exceeding the product's design limit might be continuously applied to the guide wire while its distal tip was being trapped by the plaque. The coil wire was assumed to be elongated along wire removal and eventually became separated due to tensile stress. Although lot history review could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of product deficiency.

Event description:
It was reported that during an angioplasty to treat a lesion in the right coronary artery (rca), distal part of the subject guide wire became fractured. An asahi microcatheter and a non-asahi guide wire were advanced but failed to cross. A unspecified microcatheter and the subject guide wire were then advanced. When the wire almost crossed the lesion, it became trapped by the distal plaque. To release the wire from trapping, rotational manipulation was applied but the attempt went unsuccessful. Imaging showed that the wire was not in the true lumen so that the physician pulled the wire back. While the wire tip was being trapped, the wire became separated upon removal. The wire fragment was left in the ostium of the rca and elongated coil wire entered into the aorta and reached near the groin. First attempt to retrieve the wire fragment was made by using a balloon but went unsuccessful. A snare was used in second attempt but it could not catch the wire fragment. Biopsy pliers were advanced in third attempt; however, it ended up dissecting causing pain in the lower abdomen. Conservative treatment was taken for the patient.